Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. The customer drank water, used the restroom, gave a manual insulin injection and would resume insulin and administer themselves a bolus via pump to address the elevated bgs. Reportedly, the customer continued to use the pump for insulin therapy.